Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10 the field events of non-capture, failure to sense and diaphragmatic stimulation were not confirmed by analysis. Helix extension failure was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received notes the lead was attempted to be repositioned on 17 nov 2020. During the procedure, it was found that the helix of the atrial lead failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a left shoulder replacement. Prior to procedure, device interrogation revealed that the patient's atrial lead was failing to both sense and capture. Increasing output to the lead was also noted to cause diaphragmatic stimulation in the patient. No intervention was performed. The patient was stable.